Event description:
It was reported that the insulin pump had physical damage. The customer stated that the device fell out of their pocket, hit the ground and broke. The customer's blood glucose was 137 mg/dl. The buttons of the insulin pump were unresponsive. The customer changed the battery and only the number 6 came up on the screen. During troubleshooting for a blank display the customer stated that there were small cracks on the display and under certain buttons which extended to the clear window of the barrel, the customer stated that the cracks were there prior to the device being dropped. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the mother board. The insulin pump was received with a cracked case at display window corners, reservoir tube and reservoir tube window. The insulin pump was received with minor scratches on the display window.